Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. There was no impact to the customer's blood glucose level.